Manufacturer narrative:
Age at time of event: older than 18 years.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use for a percutaneous coronary intervention procedure. The target lesion was located was moderately tortuous and severely calcified. During the procedure, it was noted that the burr and the rotawire became jammed with each other several times and could no longer be used. Both devices were removed at the same time. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use for a percutaneous coronary intervention procedure. The target lesion was located was moderately tortuous and severely calcified. During the procedure, it was noted that the burr and the rotawire became jammed with each other several times and could no longer be used. Both devices were removed at the same time. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: older than 18 years. Device evaluated by MFR.: the device was returned for evaluation. Visual inspection observed that the middle and proximal section of the device were severely kinked. Additionally, the spring tip of the device was stretched and kinked. Overall length was not measured due to the condition of the device; however, the outer diameter of the distal tip, middle and proximal section of the device were noted to be within specifications.